Event description:
It was reported that there were impedances less than 250 ohms. The measurement was less than 50 ohms on 0 and 3, both in office and pre-operatively. The reporter stated that the healthcare provider (hcp) was going to remove the lead at the same time he was replacing the battery, because, the battery was ¿super low.¿ the patient had a loss of therapeutic effect and a return of symptoms over the past six to eight months, which they were feeling was due to the low battery but the short could be impacting that as well. It was unknown if a specific event caused the short. Two days late,r it was reported, the lead and battery were replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v500688, implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).